Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in the cath lab scheduled for battery change. Upon interrogation, the device found to be in backup vvi mode. The device was reprogrammed. The patient was stable.